Event description:
The customer reported that he ran control tests with the contour next gen meter and obtained readings of 125 mg/dl at 11:27 a.m., lo (indicative of a reading below 10 mg/dl) at 11:29 a.m. And 169 mg/dl at 11:31 a.m. The meter did not automatically mark the control reading of 169 mg/dl as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next gen meter, in-house contour next test strips and in-house contour next control solution from lot # 2bv2g02, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control tests. Additionally, the device history record was reviewed for the suspected contour next gen meter with serial (B)(6) and no manufacturing anomalies were found.